Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose of 600mg/dl and insulin pump was losing power. Customer was treated with manual injection. Customer stated that after treating with manual injection blood glucose went to 343mg/dl and 197mg/dl. Customer¿s current blood glucose was 520mg/dl. Customer also mentioned that blood glucose was high because her pump keeps losing power without warning. Products will not be return for analysis.